Event description:
It was reported that an ilet user experienced fluctuating blood glucose readings, including a lowest recorded value of 59 mg/dl that prompted ingestion of large amounts of orange juice, hot chocolate, and soda, followed by elevated readings peaking at 218 mg/dl. The user was counseled on required change intervals and proper treatment of hypoglycemia. Symptoms included hypoglycemia, hyperglycemia, and dizziness. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.